Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a s670 stent was inserted in attempts to direct stent a lesion in a bypass graft. It was not possible for the stent delivery system to cross the target lesion, therefore, the stent delivery system was pulled back from the bypass graft. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon as it was pulled into the guide catheter. The stent was snared out of the graft into the descending aorta, however removal from the pt was not successful. An unknown size s670 stent delivery system was then inserted into the vein graft, however it was not able to cross the target lesion. The stent subsequently dislodged in the same manner as the first stent. The stent was removed from the vein graft, however it remains within the pt's arterial vasculature. There was no add'l clinical sequelae reported relating to the event. The instructions for use were not followed when the lesion was not pre-dilated. Separate medwatch reports have been submitted for each device involved in this event.